Manufacturer narrative:
The axium coil and the instant detacher were not returned for evaluation as they were discarded. Therefore, the reported event could not be confirmed. The cause of the event and the conformance to specification could not be determined. However, all products are 100% inspected for damage and irregularities during manufacture. Per the axium coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the carotid cervical fistula (ccf) coil embolization, the coil was attempted to be detach with an instant detacher, but the coil was unable to be detached. The break indicator was broken in an attempted to detach the coil, but the release element inside could only be pulled slightly. Eventually, the release element was grasped with forceps and the coil detached was complete. However, a coil loop did fall into the parent vessel of the treating cavanas sinus (embolic site). The procedure was completed successfully. No patient injury occurred. The vessel anatomy was moderate, and the vessel diameter was medium. The pushwire was broken one time to detach the coil. The devices were all used and prepared per the instructions for use (IFU).